Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experienced overstimulation. An impedance check was performed and revealed two invalid contacts. Reprogramming resolved the issue and provided the pt with adequate coverage.